Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause cannot be determined. The event can be detected by handling the device in accordance with IFU gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, histoacryl adhered near the distal end of the videoscope and could not be removed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.